Event description:
A patient's wife contacted baxter (B)(4) and reported to the baxter technical services that a system error 2240 (air in line) alarm was displayed on the homechoice machine. The technical service representative (tsr) advised the patient's wife to cycle power 2 times to clear the alarm. The tsr explained the alarms. The patient will discard the supplies. The patient's wife believes that the supply bag was leaking. They will contact the nurse regarding missed therapy and being connected during alarm. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.a 510k number cannot be provided in this report because the product code is unknown at this time.